Event description:
At 6.75 hrs after a routine tracheostomy change, the respiratory therapist noted that the ventilator was alarming. The therapist observed the pt and noted that the flange was moving up and down. The cannula and the flange pins of the 8dct tracheostomy tube separated from the hub. The tube was removed and another 8dct was inserted. The pt was stable throughout. The 8dct was new and had not been re-sterilized or cleaned and reused. The tube was examined and the cuff was tested prior to the insertion. There was no speaking valve or in-line suction catheter attached to the tube.

Manufacturer narrative:
Return of the 8dct tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a f/u report will be submitted.